Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the rep saw a "power on reset" (por) message in the office setting. The rep stated that the patient did not indicate loss of therapy and there was no fall/trauma related. It was also noted that the patient had a laser procedure on her thighs a few months ago. It was also reported that the battery was depleted and the patient was deciding on a battery replacement. Troubleshooting attempts were not made due to lack of access to the product. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Iif information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient device was por. On the day of this call patient was getting explanted due to possible bulging disc and was recommended by another provider to get an MRI. The reported issue was resolved at the time of this report.